Event description:
Report provided by the end user has experienced a tugging and discomfort in the peristomal area and removed the pouch and wafer noting that there was a darkening at the superior aspect of the stoma. The end user contacted her home care nurse who recommended she switch back to the previously used appliance. At the next change, the end user applied the previously used appliance type, cutting the opening one eighth of an inch larger. At the change it was noticed that one quarter to three eighths of the skin encircling the stoma was dark red and intact. Customer saw a surgeon on a (B)(6) 2012, who examined the stoma with the pouch in place and stated that there was congestion and felt it was due to the hugging from the wafer. The patient's subsequent outcome was noted as improved afer beginning the use of a precut wafer and specific ring.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16 2014. Device listed in this report is used for treatment, not diagnosis. And additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The batch record review was performed. In process sampling and testing of intermediate sub-assemblies and the finished product was performed and documented. Components were approved for use. There was no objective evidence that the product did not meet specification based on the review of the batch record and data review.